Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has intermittent atrial undersensing on the presenting rhythm strip as well as stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.